Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5fr sheath after a carotid interventional procedure. Reportedly, the clip was deployed; however, it remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.